Event description:
It was reported that the device would intermittently fail to power up. It is unknown if the reported problem was on ac and/or battery power. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control has received the device and is currently in the process of evaluating/repairing it. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.